Manufacturer narrative:
(B)(4)

Event description:
The customer alleges that during removal of the wire it became stuck and would not release. The md pulled on the wire and the wire broke free but with doing so the wire became uncoiled while still in the patient's vessel. The md removed the faulty wire and restarted procedure where she encountered no further issue with the new kit. The procedure was completed successfully. X-ray obtained to check for retained foreign body.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during removal of the wire it became stuck and would not release. The md pulled on the wire and the wire broke free but with doing so the wire became uncoiled while still in the patient's vessel. The md removed the faulty wire and restarted procedure where she encountered no further issue with the new kit. The procedure was completed successfully. X-ray obtained to check for retained foreign body.